Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection (2 grams, intraperitoneal, and frequency was not reported) and gentamycin injection (20 milligrams intraperitoneal and frequency was not reported) and was given an additional unspecified medication for peritonitis. It was reported that the antibiotics treatment continued for 14 days. At the time of this report, the patient was discharged from the hospital and outcome was unknown. On an unreported date, dianeal therapy was discontinued. No additional information is available.